Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section a, and the completed investigation results. Section a3: date of birth, the day was initially reported as unknown; however, the day has been provided. A correction to section a4 has been made, it was initially reported the patients weigh was in kgs; however, it was confirmed to be in lbs. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after surgery, the involved angio-seal was used to block blood vessels. When the sealer was opened for use, the inside sheath was found to be kinked, so the angio-seal products were abandoned to seal the vessels. They completed the sealing procedure by either switching to other products or manual pressure; it was unable to be confirmed. The patient was reported to be in stable condition. A percutaneous coronary intervention (pci) surgery and a preoperative angiography of the patient was performed.